Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a plum set, where it was reported there was an under delivery of chemotherapy. The pump rate and total amount were set per doctor's orders, however there was a residual of 30-40 ml of chemotherapy drug in the drip. The chemotherapy was 124 grams with a drip rate at 200 ml/hour, and total volume of 95 ml. The total inflow showing on the panel was 95 ml, but there was still 30-40 ml residual in the drip. It was suspected that the tubing was abnormal so it was reported as a defective product. The customer stated the pump was changed and the pump was not in the incident. There was patient involvement, however no report of patient harm.